Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The pneumothorax was identified during cios spin imaging. Per the physician, a pneumothorax would have likely occurred because of the patient¿s pre-existing lung cancer history. The patient has a history of copd, smoking and left-sided lung cancer that was treated with a lobectomy. The biopsied lesion was in the right middle lobe and was 1.5 cm. The lesion was 2.6 cm from the pleura. A 14 f chest tube was placed to resolve the pneumothorax. The patient was provided pain medication after the placement of the chest tube. The patient was expected to be discharged home one day post-procedure. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. No video or images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. The patient was hospitalized and a chest tube was placed to resolve the pneumothorax.